Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump received stuck in the motor error loop during bolus and basal delivery. Unable to confirmed motor position encoder error alarm due to over written history file. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed. Unable to verify motion sensor test failure alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners, belt clip slot and battery tube threads. The insulin pump was received with minor scratched display window.(B)(4)

Event description:
The mother reported via phone call that the customer received a motor error alarm during the fill cannula. Customer's blood glucose was 154 mg/dl. The mother could not recall any significant events leading to the alarm. The mother also stated they were able to complete the rewind sequence on their insulin pump. It was also found the customer had a motion sensor test failure alarm on the insulin pump. Troubleshooting found the insulin pump passed a displacement test. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.